Event description:
Report received from (B)(6), the surgeon "had feeling he had with the aspiration (on the handpiece) was higher than the setted one. The surgeon indicated he "broke the eye's capsule (where the lens is contained" and he said because the aspiration was higher than he expected." Though requested, additional info, including pt impact and outcome has not been received.

Manufacturer narrative:
The device was evaluated and system performance was found to be within correct range during repeated testing. No root cause could be established.